Manufacturer narrative:
The forceps/irrigation plug maj-891 was not returned to any of olympus locations. Therefore, olympus could not investigate the device. Omsc was unable to confirm from sales and distribution records whether the forceps/irrigation plug maj-891 conformed to the specifications, due to unknown delivery date. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by improper and insufficient cleaning and disinfection. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the user was reprocessing the forceps/irrigation plug maj-891 without disassembling the biopsy valve and stopcock. The forceps/irrigation plug maj-891 was used in combination with the olympus cystovideoscope cyf-240a with serial number (B)(4). There was no report of patient injury associated with the event.